Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Delta xtend locking screw driver broke from the tip.

Manufacturer narrative:
The device associated to the complaint was not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. Previous investigation identified a trend for the teeth breaking. (B)(4). No field action was recommended due to the low occurrence rate.mdd (B)(4) is ongoing to determine the root cause and corrective actions needed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.